Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 409 mg/dl. Customer stated that they were getting low battery icon even after changing batteries 6 times, but after clearing pump error it was showing full. It was unknown whether the auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.